Event description:
The pt reported waking up on (B)(6) 2010 with elevated blood glucose levels (between 20 and 26 mmol/l). The pt reports nausea, but no vomiting. Elevated blood glucose levels were treated with insulin injections.

Manufacturer narrative:
Pump settings were reviewed with the pt and were found to be correct. The pt reviewed the bolus history and indicated that all programmed boluses were delivered. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.